Event description:
It was reported by the patient's legal representative that the patient underwent a total right hip arthroplasty on (B)(6) 2005. Revision procedure was performed on (B)(6) 2013 due to pain in groin, inflammation, pain on the lateral side and a snapping sensation in the hip. A CT scan was made in 2010 showing a pseudo tumour allegedly caused by metal wear. It is also stated that loose particles from the implants caused increased metal ion levels, possibly affecting the immunity. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown; initial reporter - unknown; manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.